Event description:
The doctor reported the implant was removed due to failure to osseointegration approximately 3 months after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. No significant findings were reported during the implant removal surgery. The patient has since recovered.